Event description:
It was reported that, "when the doctor hit the back of the broach handle the metal tip broke off of the top. Two in the set just got the other to finish the surgery. Didn't delay surgery."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.